Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal access was successfully obtained. A non-boston scientific (non-bsc) mapping catheter was then inserted through the sheath. During insertion, the physician experienced difficulty advancing the non-bsc catheter and multiple attempts were required to successfully introduce the catheter into the sheath. No air ingress was observed during non-bsc catheter use. After completion of mapping, the non-bsc catheter was removed, and a farawave catheter was inserted through the sheath. Following farawave insertion, the physician noted fluid leaking from the hemostatic valve at the base of the sheath. During aspiration of the sheath, air bubbles were observed entering the aspiration syringe and continued to be present despite repeated aspiration attempts. The aspiration of air did not resolve the issue. No air was directly observed within the sheath other than the initial air bubble typically seen during catheter insertion, and no air was observed in the patient. No damage was noted on the luer. The sheath was replaced, and the procedure was successfully completed with another faradrive device. No patient complications occurred, and the patient recovered fully.